Event description:
It was reported that pump was not recognizing/coin battery replacement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05391. The report was submitted in error.